Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 for multiple patient samples. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): sample ID (B)(6), initial result = 7.5 mg/dl, repeat = >9.5 mg/dl, 1.71 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 for multiple patient samples. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): sample ID (B)(6)initial result = 7.5 mg/dl, repeat = >9.5 mg/dl, 1.71 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date updated from blank to 7/1/2013 the field service representative (fsr) inspected the instrument, performed maintenance procedures including part replacement and cleaning. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6)was identified.